Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the customer was unable to clear an unknown alarm. No further details regarding the incident reported. No harm to the customer requiring medical intervention reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, self test and occlusion test. Device was monitored and no unexpected alarm noted during testing. No alarm anomaly noted. (B)(4).